Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023 . H6: investigation summary five samples were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have sufficient silicone present in the barrel and on the stopper without excessive stringing. The condition observed is acceptable per product specification. A device history record review was completed for provided lot number 2137359. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter contaminated. The following information was provided by the initial reporter: strange substance on syringe individually sealed. When the plunger is pulled out substance can be found on the inside of the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter contaminated. The following information was provided by the initial reporter: strange substance on syringe individually sealed. When the plunger is pulled out substance can be found on the inside of the syringe.